Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient receiving an unknown drug via an implantable infusion pump for no n-malignant pain. It was reported that the patient did not use the pump because the pump "did not work anymore". The patient said that her pump was still implanted. The patient stated she did not have a problem "it had been cut off" and the patient did not use the pump anymore. The patient confirmed she had no managing healthcare professional (hcp) for the pump. The patient did not want to be sent physician listings. No further complications were expected or anticipated.